Event description:
The pt was bilaterally implated with siltex saline devices on 8/4/97. Subsequently it was noted that the pt had developed an infection on her left breast and a hematoma in her right breast and both prosthesis were removed on 8/18/97.